Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was mg/dl at time of hospitalization and was give intravenous insulin drip while in the hospital. Customer declined troubleshooting. Customer stated being uncomfortable with the device and would like it replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test and occlusion tes, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.